Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert to replace the transmitter occurred. Data was evaluated and the confirmation of the complaint was undetermined. The probable cause was undetermined. However, product was evaluated and a transmitter failed error was found. An external visual inspection was performed and passed. A voltage test was performed and failed due to 0 volts. A review of the share logs was performed and a transmitter failed error was found. No injury or medical intervention was reported.